Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer's blood glucose was 116 mg/dl. Customer declined to troubleshoot further with tandem technical support. No further information was obtained.